Manufacturer narrative:
(B)(4) batch # u5dt2y. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with an ecr45w reload loaded on the device, the reload was received partially fired 1/10 and with the cartridge deck damage. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No opening issues were noted during the analysis. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to an improper handle of the device. It is possible that while loading the reload, it was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload leading to an incomplete firing cycle. Please reference the instruction for use for more information. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Event description:
It was reported that the blade didn't advance and the jaws remained blocked. The unlock lever was activated: but it worked only after several attempts. No patient consequences reported. No further information is available.